Event description:
It was reported that the patient presented for lead revision for reasons unknown. Documented noise and a circuit damage alert were present in the ICD pre-procedure. The system was explanted.

Manufacturer narrative:
The reported field event of output circuit damage could not be confirmed in the laboratory. An alert for possible output circuit damage was noted on programmer printouts. The device was tested on the bench and using automated test equipment and no anomaly was observed. The cause of the output circuit damage alert could not be conclusively determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.